Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use and a similar device was used to complete the operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that image was not displayed due to faulty ccd. As to the cause of the faulty ccd, we surmised that water entered from the connector name plate, resulted in destroyed electrical circuits and a malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, color bar display due to a charged coupled device failure was noted. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported an image noise with the hd camera head. During a standard service inspection of the customer returned device, color bar display due to a charged coupled device failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.